Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving unknown baclofen (2000 mcg/ml at 3700 mcg/day) via an implantable pump for unknown indications for use. It was reported that the doctor stated when the patient came in the  expecting volume was  4 - 5 cc's of drug but the available was around 1 cc of drug. The doctor then tried to fill the pump with baclofen and could only get 36cc's out of an expected 40cc's. The doctor stated that he wanted to know what could have caused that and stated that it did happen once before where they could not fill the pump to capacity in mid january when it started. Technical services reviewed the airlock valve procedure and reviewed how to pull back negative pressure. Caller stated that the patient was planning on coming back within a week but he will not be there so he is looking at the next appointment to do the airlock valve procedure and hold negative pressure to the pump. The patient will come at a later date when the doctor is available to tried the airlock valve procedure.